Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: onyx. Guide wire: balance middleweight. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a concentric, narrow, lesion in the mid left anterior descending coronary artery. The patient had st-elevation myocardial infarction (stemi). The lesion was pre-dilated with an unspecified non-abbott balloon dilatation catheter (bdc) and a non-abbott stent was implanted. The 3.75 x 08 mm nc trek rx bdc was advanced without resistance in the patient anatomy for post-dilatation; however, the balloon failed to inflate. The nc trek rx bdc was removed without issue from the patient anatomy. A non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.